Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 05-oct-2023. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
It was reported that the needle of the bd ultra-fine¿ short needle insulin syringe separated at the hub during use. This occurred with 5 syringes. The following information was provided by the initial reporter: "the sexual health and bloodborne virus program at the department of health purchase equipment for the ngo peer based harm reduction wa. A consumer at xx brought in a sealed, un-used, faulty bd 1ml syringe they had received from xx. The syringe is in a sealed packet but the cap and needle are snapped off. The consumer reported that there at least another five similarly faulty syringes in the same box."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle of the bd ultra-fine¿ short needle insulin syringe separated at the hub during use. This occurred with 5 syringes. The following information was provided by the initial reporter: "the sexual health and bloodborne virus program at the department of health purchase equipment for the ngo peer based harm reduction wa. A consumer at xx brought in a sealed, un-used, faulty bd 1ml syringe they had received from xx. The syringe is in a sealed packet but the cap and needle are snapped off. The consumer reported that there at least another five similarly faulty syringes in the same box."